Manufacturer narrative:
It was noted that the during the explant procedure the physician cut the lead in half and the lead was discarded. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high threshold measurements and noise which was oversensed and lead to over 55 thousand inappropriate atrial tachy response (atr) events. The noise was able to be recreated with movements. It was noted that there was also noise on the right ventricular (rv) channel but it was not being sensed. At the time the physician opted to continue to monitor the patient. Over two years later a revision procedure was performed due to continued issue with the ra lead and unspecified issues with another manufacturer's right ventricular (rv) lead. At the procedure the rv lead, ra lead and cardiac resynchronization therapy pacemaker (crt-p) were explanted. No additional adverse patient effects were reported.